Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt presented with significantly deteriorating visual acuity and a yag capsulotomy was performed. The surgeon indicated that on slit lamp examination, the lens appeared hazy, not clear, may have had glistenings and could have been the cause of the decreasing vision. The lens was explanted and exchanged for a different model lens, approximately ten months after implantation.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified. The haptics were bent in toward the optic. The optic had several small laser zas from the yag procedure, which were small torn/split/cracked areas. The optic also had several scratches which were rejectable. The extensive damage to the optic surface may have been interpreted as the reported complaint. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The resolution is acceptable within a range of a 24.5 - 25.0 diopter. Due to the presence of surgical solution, the observed lens was damaged was most likely related to customer handling. Additional information has been requested. (B)(4).